Event description:
It was reported that this device delivered multiple inappropriate electric shocks and multiple rounds of antitachycardia pacing (atp) due to an atrial drive arrhythmia. This device delivered inappropriate therapy in two separate episodes. This device remains in service. No adverse patient effects were reported.